Event description:
In this event, it was reported that an x-smart dual apex locator provided incorrect measurements; no injury resulted.

Manufacturer narrative:
While there was no injury reported in this event, there has been a previous report received within the past two years involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and evaluated. It was found that the lip clip connector cable was defective.